Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture and failure to sense. Additionally, the lead was found to have helix extension issues and microbubbles. The lead was not used and the patient experienced no consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, while failure to sense, failure to capture, and microbubbles in the lead were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. No other anomalies were observed.